Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and did not require any third-party assistance. The issue was resolved after the customer changed the infusion set and cartridge and resumed insulin delivery.